Event description:
Customer reported receiving an er6 message on his adc meter since late 2008, has been unable to test and reported a medical event of experiencing symptoms of hypoglycemia. He stated he lost consciousness and paramedics were called to his home. He was treated with food and IV(solution unk) on scene. Customer was not transported to a local hosp and no diagnosis was made. Customer also reported receiving a blood glucose reading of 210mg/dl after the paramedics left, however, it is unk if this reading was obtained from his adc meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer was attempting to use expired test strips. This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.